Event description:
Customer reported that the touchscreen occasionally glitched, making it unusable. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up, therefore no additional information about the outcome was provided.